Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation coverage over 60 days ago. It was also reported the patient's charger was destroyed in a fire and he has not charged his ipg since before that time. The patient's programmer also reflected an error message. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced with a different model. The patient reported effective stimulation coverage postoperative. Please note: the event date is unknown.